Event description:
It was reported that the patient underwent gynecological procedure and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neurological problems. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.